Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Arrhythmia: the root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Hematuria: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump placed to support the patient admitted in for a CABG, with known cardiac and systemic comorbidities. The pump was placed but in the operating room when cannulas removed and surgical sites checked for bleeds the patient went into ventricular fibrillation and was reversed after 1 shock. Impella dropped to p-3 and dobutamine to 1. Urine was reported to be pink and more fluids were given. Urine turned back to yellow by the end of the case. The patient survived the procedure.